Event description:
It was reported that this patient was referred for replacement due to lead issues and generator migration. It was noted that the device moves in their chest, and every time it moves, the patient gets a shock that travels down his arm. Diagnostics were taken several times and were all within normal limits. Additional information was received from the patient's surgeon that a silk, non-resorbable suture was used to secure the generator to the chest wall during the patient's previous implant. It was then stated that it looked like the suture was no longer attached to the chest wall indicating that the generator was no longer secured. Additional information was received from the neurologist¿s office stating that the patient¿s mother had stated that the patient's shocking sensations had occurred a long time ago and he was no longer experiencing any issues. The lead underwent product analysis and two sets of setscrew marks were seen on the connector pin providing evidence that proper contact between the setscrew and the connector pin existed at least once. No discontinuities were identified within the returned lead portion. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. The surgery facility is a no return site. No other relevant information has been received to date.

Manufacturer narrative:
Adverse event or product problem, corrected data: initial report inadvertently listed this field incorrectly. Outcomes attributed to adverse event, corrected data: initial report inadvertently did not list an outcomes. Brand name, corrected data: initial report inadvertently listed the incorrect suspect device. Type of device name, corrected data: initial report inadvertently listed the incorrect suspect device. Model#, serial#, lot#, expiration date, corrected data: initial report inadvertently listed the incorrect suspect device. Type of reportable event, corrected data: initial report inadvertently listed the incorrect type of reportable event. Manufacture date, corrected data: initial report inadvertently listed the incorrect manufacture date.

Event description:
Additional information was reported that the reason for the lead and generator replacement was due to shock-like pain during stimulation. The lead issues were specified to be related to the shock like symptoms during stimulation. As at the time of surgery, the lead tie downs were no longer secure in the neck and the generator was not sutured to the chest wall. The believed cause of the generator migration was stated to be due to the fact that the generator was not sutured to the chest wall, which was discovered at the time of replacement surgery. It was unclear as to the cause of the patient¿s painful stimulation, and why it was occurring down the patient¿s arm, but it was stated that the doctor assumes it was due to the pulling on the leads since they were no longer secure. It was stated that otherwise it could have been a lead malfunction such as a possible break in the wire. It was indicated that the patient¿s generator and lead replacement were both for patient comfort and to preclude a serious injury. The generator underwent product analysis and the device output signal was monitored in a simulated body temperature environment indicating no signs of variation. The pulse generator diagnostics were as expected for the programmed parameters. There were no performance or any other type of adverse conditions found with the pulse generator.